Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with with 1ml of skinvive¿ by juvéderm® into periorbicular of the mouth. After one hour, patient began to have itchy lesions in the groin, dorsum and side of the thighs and several blisters all over their body. A week later, the patient was treated with anti-allergic medication. The following treatment was predsin 20mg on the first day 12/12h vo, allegra 60mg 2x a day for 7 days, vo and prescribe oral corticosteroids.